Event description:
It was reported that the patient underwent an unspecified spinal procedure. An unk time post-op, the patient developed severe back pain and sensitivity in one leg. The patient underwent a revision surgery, and the surgeon found two "decapitated" screws in s1.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device is in progress. Therefore, we are unable to determine the definitive cause of the reported event.